Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced an inability to disengage the cot from the cot fastener. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer, the investigation was performed via communication/interviews with the user facility; the reported issue was not confirmed.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced an inability to disengage the cot from the cot fastener. There was 1 event with patient involvement; no adverse consequences were reported.